Event description:
It was reported by service report that the head right load cell is out of range. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: loadcell.